Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device reverse locking mechanism was blocked. It was also observed that the device failed pretest for check reverse locking mechanism, check air hose coupling, check for air leak, check function of soft mode switch (safety system), check triggers for fwd / rev mode, check the power with test bench: min. 110 to 160 w and check starting behavior. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the upper trigger on the compact air drive device was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.